Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the patient's condition cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
It was reported via clinical study, that the 63 yo female patient consistently had pain from the time since the first surgery. Patient continues to have pain in dorsum of foot and an inability to ambulate well secondary to the pain. The date of onset is 06-09-2020. The patient underwent revision surgery on (B)(6) 2020. The patient¿s outcome was last known as resolved.

Manufacturer narrative:
Concomitant medical products: serial #: (B)(4), category #: 350-01-02 - talar implant sz 2 lt. Serial #: (B)(4), category #: 350-21-12 - tibial insert fb sz 2 lt 7mm. Serial #: (B)(4), category #: 350-10-04 - ankle sz 4 locking clip.